Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the customer had not received an audible alert for an empty cartridge alarm. Customer's blood glucose level was 149 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issue and declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained.